Manufacturer narrative:
During an internal review on 07-nov-2025, noted a correction to the 3500a initial as in error did not include in the h6. Type of investigation field "device discarded (b18)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The video evaluation details. A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, they tried to flush the pentaray catheter; however, it was not possible. This condition is related to the occlusion issue reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of ¿appropriate term/code not available¿ represents video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an occlusion/no irrigation (device used in the patient) issue. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 16-oct-2025 which indicated that the device is not available to be returned due to the infectious (contagious) disease the patient had before the procedure. Additional information was received on 21-oct-2025. The suspected device for the reported flow/irrigation issue was the catheter. The device was used in the patient. No error was noted from the irrigation pump. They tried using the pump and syringe, but the catheter¿s irrigation holes still could not drain any fluid. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The occlusion/no irrigation issue was originally considered non-reportable, however, bwi became aware on 16-oct-2025 that the device is not available to be returned due to the infectious (contagious) disease the patient had before the procedure which indicates that the device was used in the patient and therefore, have reassessed the event as reportable. The awareness date for this record is 16-oct-2025.